Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable fault occurred, and it was difficult moving universal surgical manipulator (usm) 1 and 4. In addition, the customer stated that instruments seemed to ¿shoot down¿ when installed. The customer could not recall the specific error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the errors were due to user errors. The system could be used without further errors.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) spoke with the site and was reported that during startup of the xi robot, the arms were unable to complete the full range of motion test, after which the robot generated an error. The site stated that once the arms were separated, the system was able to complete the full range of motion test and start normally. The fse confirmed in logs that no errors occurred after the system restart. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.